Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission for peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to ask how the last bag option works on their liberty select cycler. The pd patient told ts that they recently started using this option for a medicated bag. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken clinic presented with staphylococcus aureus and a white blood cell (wbc) count of 2376/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during pd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and was prescribed intraperitoneal cefazolin at 1000 mg for two weeks (as the medicated bag from initial reporting). Upon follow-up, the patient was recovering from the event and remained asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was said to be continuing pd therapy on the same liberty select cycler at home post-event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to ask how the last bag option works on their liberty select cycler. The pd patient told ts that they recently started using this option for a medicated bag. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken clinic presented with staphylococcus aureus and a white blood cell (wbc) count of 2376/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during pd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and was prescribed intraperitoneal cefazolin at 1000 mg for two weeks (as the medicated bag from initial reporting). Upon follow-up, the patient was recovering from the event and remained asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was said to be continuing pd therapy on the same liberty select cycler at home post-event.